Event description:
The customer reported that a patient sample yielded correct negative reactions with anti-e ((B)(6)), but a false positive reaction with anti-e ((b)(46)) on erytype s rh-pheno double in tango infinity. In a second run the sample yielded correct results with both anti-e reagents on erytype s rh-pheno double in tango infinity. The customer did neither return the patient sample that had caused discrepant results nor the supposedly defective product. Therefore our quality control laboratory tested it's retained erytype s rh-pheno-double sample with different donor samples. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s rh-pheno double functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident